Event description:
Rptr complains of easy bruising, joint swelling and tenderness, muscle aches and pains, loss of sensation, sleep disturbance, colon problems, and tingling in arms and hands. (Same rptr referred to in 1002156 and 1002158.)